Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the customer intermittently miscalculated the amount of carbohydrates consumed and delivered larger boluses than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.